Manufacturer narrative:
(B)(6). Device evaluation: the product was evaluated during field service. The reported complaint was confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon damaged the capsular bag while using our phaco machine during surgery. Surgeon needed to undertake an anterior vitrectomy. No further information available.